Event description:
Failed suture on abdominal skin closure. Suture was used for skin closure on a surgical procedure for a congenital urological problem. Original surgery on 11/19/96. Returned to surgery on 11/21/96 due to failed suture on 1/2 of suture line. Return to surgery on 11/26/96 due to failed suture on other 1/2 of suture line.